Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose (tdd) history revealed 2 records for (B)(4) 2012; multiple time/date resets were noted in the tdd. A 24 hour 1 unit per hour basal rate was executed to ensure the bt1 component was fully charged. After 24 hours the battery was removed for 6 hours; the battery was reinserted after 6 hours without power; the time and date was found to reset to factory settings. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be discolored and faded. Also unrelated to the complaint, the battery compartment was found to be cracked, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had two symptomatic episodes of very low blood glucose (bg) in the 20'smg/dl with convulsions, shakiness and screaming. One of the incidents the patient was treated with glucagon. The reporter stated that the last episode was before christmas holiday. The reporter stated that the pump's time and date reset to factory settings after battery change. The reporter stated that they reset the time and date manually. Troubleshooting indicated that the pump settings were as desired except the time and date. The reporter reported that the time was set at 2pm when it was 3am. The reporter stated that the patient was not taken to the emergency room but treated at home by her mother. The patient is doing well and is currently on the pump. This report is being made due to the patient's alleged hypoglycemic event that resulted from an inadequate reset of the time and date.